Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported after the laser portion of a laser assisted cataract procedure, and during the sculpting mode of phacoemulsification, a radial anterior capsular tear was noted. Reporter indicated the lens dropped into the poster chamber, and an anterior vitrectomy was performed. Reporter additionally indicated a three piece intraocular lens(iol) was inserted backwards. Per the reporter the patient had a very dense cataract, a small pupil, and there was patient movement throughout the case. The patient was referred to a retinal specialist for a consult and scheduled for a secondary procedure. The surgeon indicated the event was related to the laser, and felt she should not have performed phacoemulsification on this patient.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported events. The field service engineer (fse) went on site to perform a retrofit on the system without any complications. No system issue was found during the visit. System was tested and verified to meet specifications. There are multiple non-system related factors that can possibly cause or contribute to the reported events such as pre-existing ocular conditions, patient anatomy, patient/ocular movement, surgical technique and contraindications. In this instance, the surgeon did not correct the issue of ocular movement during the treatment. It was also noted that the surgeon was new to the site and was not comfortable with her surgical skills at the time of the treatment. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported events can be attributed to surgical technique. (B)(4).